Event description:
The customer rejected use of clinical chemistry alkaline phosphatase reagent lot 62474un10, as the customer observed fungal growth, particulate and darkened color in the reagent cartridges. The customer stated assay cumulative means, sd 's and cv's were within lab's acceptable limits. The affected reagent had not been used and was being held back from implementation in the laboratory. The customer was sent replacement reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.